Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to inspect and clean various parts of the pump, but they were unable to successfully load the cartridge despite following instructions. Technical support assisted further but eventually referred the customer to customer service for escalated troubleshooting.